Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a box labeled item 00801802801 lot 62311653 was opened, and product item 00801802803 lot 62291127 was inside.